Manufacturer narrative:
This report is a correction complete supplemental report to mfg# 8043836-2021-10010 as it was submitted under the incorrect cfn/fei registration number and incorrect coding choices in h6. The field service engineer found that the main board was faulty. Due to the device being an end of life the device will be retired and removed from the customer's facility. No further action or investigation is warranted based on the available information at the time of complaint closure.

Event description:
The customer reported the problem of no sound from device speaker. There was no reported patient or user impact.